Event description:
Covidien received information stating an 840 ventilator's upper screen was not legible. The user facility was unable to confirm if malfunction occurred during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the flex video cable, which resolved the reported issue. The ventilator passed extended self-testing (est) and electrical safety tests. (B)(4).